Event description:
On (B)(6)-2011, (B)(6), reported the following event with a centrimag system: on (B)(6)-2011, a (B)(6) female pt on bilateral centrimag support experienced the following event. The pt's centrimag pump that was providing right heart support suddenly stopped when ac power was removed from the centrimag primary console. The console was plugged back into an ac power outlet, but the pump did not restart and a burning smell started to emit from the console. The pt was then switched over to a 2nd primary console and 2nd motor which also failed to restart the pump. The perfusionist also reported that the option to set the pump rpm was not available with the 2nd primary console even after powering the unit on/off multiple times. The pt was then switched back to the original motor with the 2nd console which did restart the pump. (B)(6) also reported an unusual "motor disconnected" message during the first few minutes after the pump was restarted. It was reported that the pt was without right heart support for approx 20 minutes. It is unk at this time if the pt suffered any injuries related to this event.

Manufacturer narrative:
Levitronix has received the first centrimag primary console along with the back-up centrimag motor described in this report. Examination of both returned devices is ongoing and will be reported in the follow-up report. The second primary console and the original (first) centrimag motor have not yet been returned to levitronix. Levitronix has requested that both the console and motor be returned to levitronix for further analysis as soon as possible. The centrimag system in use was labeled for 6-hour use consistent with the 510k-cleared indications for use stated in the accompanying centrimag blood pump IFU. According to the records received, the pt was originally placed on centrimag system support on (B)(6)-2011. The reported event occurred 39 days later on (B)(6)-2011. (B)(4).